Event description:
The technician alleged that the foot end brake casters move when the brake is applied. No patient impact.

Manufacturer narrative:
The technician replaced both foot end brake casters to resolve the issue.